Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer cleared the alarms and resumed insulin delivery. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the issue.